Manufacturer narrative:
External surgeon review of the x-ray images was performed. Device history records cannot be reviewed since the part and lot number is unknown. Product history search cannot be completed and compatibility cannot be checked since the part and lot number is unknown. This device is used for treatment. As noted by the surgeon the hardware was intact, acetabular abduction was considered as normal inclination. Vague radiolucency was noted with possible loosening. It is also noted that cortical sclerosis and thickening of the proximal right femoral shaft which may be due to physiologic remodeling in response to stress may be associated with the pain. Heterotopic bone lateral to the hip was noted is also a possible cause for pain. With the additional information provided a specific cause could not be determined with certainty.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Implanted; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain. X-rays reveal heterotopic ossification.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Versys fiber metal taper femoral stem (00-7862-011-20, 60256034). Versys femoral head +0 (00-8018-036-02, 60806212). Tm acetabular shell (00-6202-056-22, 60924736). Trilogy acetabular liner (00-6305-050-32, 60913479) or trilogy acetabular liner (00-6305-050-36, 60691236). Bone screw (00-6250-065-30, 60903694). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a total hip replacement. Patient was revised nine years later due to pain, heterotopic ossification, and shell loosening. According to legal document, stem and head were explanted during revision.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2016 - 02354 shell; 0001822565 - 2020 - 00645 head.

Event description:
It was reported patient underwent a revision procedure approximately nine years post-implantation due to due to pain, heterotopic ossification, and shell loosening. Radiography report indicates vague femoral and acetabular radiolucency, heterotopic bone lateral to the hip, cortical sclerosis and thickening of the proximal right femoral shaft. Head and stem were revised. No further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent an initial right total hip arthroplasty procedure due to avascular necrosis with degenerative arthrosis. The patient underwent a revision procedure due to failed hip arthroplasty. During the procedure, extensive heterotopic bone was found between the trochanter and pelvis. The stem was noted to be quite loose and encased in heterotopic bone. Heterotopic bone noted about the acetabulum. However, the cup was quite stable and appropriately positioned. It was noted that, because of the extensive debridement and removal of heterotopic bone, the concerns are for abductor function to be poor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.